Event description:
It was reported that an ilet user experienced a broken or delaminated display with faint cracks, after which the screen powered on but did not accept touch input, preventing pump unlock and resumption of insulin delivery. Customer care provided assistance that included customer interview, visual inspection guidance for cracks, and device shutdown with data sync prior to return. Investigation of this case revealed a damaged display rendering the user interface nonfunctional. No adverse clinical symptoms or user injury reported. Outcomes included no clinical impact reported. It was concluded that the device exhibited a hardware failure of the display component, necessitating replacement.